Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient's one month post implant appointment, the patient was diagnosed with a pericardial effusion. It was also noted the patient had no symptoms and no drop in blood pressure. The patient was hospitalized and underwent pericardiocentesis. After a few days of monitoring, it was decided to explant the patient's right atrial (ra) lead and left ventricular (lv) lead and to reposition the patient's right ventricular (rv) lead. A later examination showed the effusion had improved. The rv lead remains in use. No further patient complications have been reported as a result of this event.